Event description:
It was reported that an edwards mitral valve was explanted after an implant duration of approximately 5.5 years (66 months) due to recurrent mitral stenosis and insufficiency. Operative report indicates intraoperative tee demonstrated fixed 2 leaflets of the bioprosthetic valve with just movement of one leaflet which was also restricted. Valvular analysis demonstrated fixed leaflets as well as a very fibrotic changes in the bioprosthetic valve. The patient underwent mitral valve replacement with another bioprosthetic valve, and was noted to have tolerated the procedure well.

Manufacturer narrative:
Evaluation: x-ray evaluation summary: as received, heavy layer of host tissue overgrowth fused together the free margins of leaflets 1 and 3, and the free margins of leaflets 1 and 2 by approximately 9mm at each commissure 1 and 2. This led to a gap at the coaptation region, evident at the outflow aspect. Moderate to heavy layer of host tissue overgrowth encroached onto the tissue outflow by approximately 8-9mm. At the tissue inflow, host tissue overgrowth was minimal as it encroached into the orifice by 4mm. Overall, host tissue overgrowth restricted mobility in the leaflets. Also noted that host tissue overgrowth fused host anatomy, chordae tendineae, to the valve stent. Moderate calcification was noted at the free margins of leaflets 1 and 2. Additional manufacturer narrative: device evaluation confirms host tissue overgrowth (pannus), as the primary cause of the reported regurgitation leading to this explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.